Manufacturer narrative:
Investigation: h.6. Investigation summary: one sample was received for quality investigation. The customer complaint of flow issues - back flow / component damage - no leak was verified by inspection. The infusion set was visually inspected with no indication of damaged components. The infusion set was then primed and tested with a secondary set connected to a bag of blue dye and water mix. The secondary set was connected to the y-site smartsite distal to the backflow check valve. When the secondary set was added to the primary infusion set and a simulated infusion conducted the blue dye can be seen moving backwards up into the primary infusion bag. The check valve was then sent to the manufacturer for further internal investigation. Through ir analysis, the manufacturer's investigation indicated that there was a particle of polyvinyl chloride found in the check valve that is not used in the construction of the check valve. In addition to the supplier's investigation of the check valve, investigation of the infusion set assembly was conducted. During investigation of the assembly process there were pieces of the polyvinyl components at locations of the assembly process where scrap material is expected to be found. Investigation did not correlate a direct path for the scrap materials to be found in the infusions set after construction. A device history record review could not be performed because a model or lot number was not provided by the customer. A root cause could not be fully determined based on the investigations of the failure at the manufacturing facility and at the supplier. The probable cause for the particle of polyvinyl chloride being located within the check valve is that the particle entered during the assembly of the tubing, as there was pieces of polyvinyl chloride found in collection areas of the equipment used during assembly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd alaris¿ infusion set back check valve failed and the drip chamber filled when flushing the secondary bag. The following information was provided by the initial reporter: "patient receiving ara-c 340mg IV in 50cc d5w (bid) hung at 1000 on the secondary line. The ara-c was on the top hook of the IV pole, the primary bag was lower on 2 fully extended IV hooks. The ara-c finished at 1030. Nurse into room to flush and noted drip chamber filled when flushing secondary bag - noted primary bag filling. Primary bag ns 500cc. Tubing hung april 30, 2021. Valve failed may 3rd.".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ infusion set back check valve failed and the drip chamber filled when flushing the secondary bag. The following information was provided by the initial reporter: "patient receiving ara-c 340mg IV in 50cc d5w (bid) hung at 1000 on the secondary line. The ara-c was on the top hook of the IV pole, the primary bag was lower on 2 fully extended IV hooks. The ara-c finished at 1030. Nurse into room to flush and noted drip chamber filled when flushing secondary bag - noted primary bag filling. Primary bag ns 500cc. Tubing hung april 30, 2021. Valve failed may 3rd."